Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿ large incarcerated hernia sac was identified and excised. A perfix plug was placed and secured with sutures and tacks.¿ (B)(6) 2011 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with implant of synthetic mesh . Per operative notes, the direct hernia was noted. A piece of synthetic mesh was placed into the floor of inguinal canal tacked and sutured.¿ (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with removal of synthetic mesh. Per operative notes, ¿ hernia sac with recurrent hernia was identified and separated. Intense scar tissue and small bowel adherent to peritoneum and colon was removed. The synthetic mesh was removed and sutured.¿ (B)(6) 2019 - patient was diagnosed with small bowel obstruction and recurrent left incarcerated inguinal hernia thereby underwent open repair with removal of previously placed mesh plug and implant of synthetic mesh. Per operative notes, ¿ indirect inguinal hernia defect with bowel adherent to prior mesh plug was identified and reduced. The small bowel attached to hernia was resected and mesh was seen free in the abdomen was removed completely. The fascial defect was repaired with synthetic mesh and sutures.¿